Event description:
It was reported that the patient has had a urinary tract infection (uti) for the past 6 weeks. They have undergone 2 doses of oral antibiotics, and a long term round. The patient also used estrodiol cream. The patient continued to experience pain while urinating. Prior to the uti, the patient's symptoms were reportedly great. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was and confirmed that the events of infection, urinary tract and pain were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient has had a urinary tract infection for the past 6 weeks. They have undergone 2 doses of antibiotics, and a long term round. The patient also used estrodiol cream. The patient continued to experience pain while urinating. Prior to the uti, the patient's symptoms were reportedly great. There were no additional patient complications.